Event description:
It was reported that the right ventricular [rv] lead had chronically elevated thresholds. During an upgrade procedure of the patient's system, the lead was extremely difficult to remove resulting in full fracture of the lead. Femoral access allowed for retrieval of the remaining lead sections. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event,

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.